Event description:
The manufacturer received information regarding a dreamstation auto CPAP device alleging the power button of the main unit did not light up when inserting the patient plug. The patient tried shaking the main unit and unplugging and plugging in the power, but it lights off immediately after lighting up. When the air supply started at night, the power button did not light up, but the device still delivered air. However, a strange smell was detected, like something burning or melted plastic. There was no patient harm or injury reported with this notification. Additional information received stated that during functional testing at the repair center, a burning smell was confirmed to be coming from inside the device. In addition, upon inspecting the inside of the device, it was confirmed that the circuit board was burned/damaged. Japan is sending device for investigation. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.